Event description:
The customer reported the system displayed a fast stop error message. A system reboot corrected the error. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the ps 2 power supply and adjusted the voltages to correct output. The system operates as intended.